Manufacturer narrative:
H3 other text : device location unknown.

Event description:
It was reported that approximately eight months post-operatively a patient was revised to address a serrato polyaxial screw fracture.

Event description:
It was reported that approximately eight months post-operatively a patient was revised to address a serrato polyaxial screw fracture.